Event description:
It was reported that the mechanism would not engage onto the axial reamer properly.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been 3 other events for the lot referenced. The events are not related to the same issue reported in this event. The investigation determined the likely root cause of the event to be that during the cleaning process the locking pin was not re-assembled with the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the mechanism would not engage onto the axial reamer properly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.